Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown. Customer stated that they had replaced the battery it last less than a day and got frequent failed battery test. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm.